Manufacturer narrative:
The console (aic) was returned for evaluation. Upon review of the console logs, after the software upgrade the optical bench was not being initialized during console boot-up, and the pmd hw revision bit was set to ¿1¿, which prevented the optical bench from being utilized. Therefore, the root cause of the aic issue was a work instruction/technical error. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
It was reported by the biomedical engineer that the console(aic) had a optical sensor not supported message to occur. The console was switched out and the patient was successfully supported. The aic field software upgrade to12.1 was performed; however, there was no resolution for the optical sensor issues. There was no patient involvement.